Event description:
It was reported that the patient received multiple inappropriate shocks on two different days after getting out of the shower. The patient's wife reported that he looked ashened, but it was unclear if this was post shock. Boston scientific technical services (ts) reviewed the episodes and noted that the morphology was different with a small r waves and large t waves. This caused t-wave oversensing and led to the inappropriate shocks. Ts noted some noise. Ts discussed programming options along with suggesting that the clinic determine the rhythm and check the patient's electrolytes. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a procedure where a new implantable cardioverter defibrillator (ICD) system was successfully implanted. The s-ICD and electrode remain implanted, however therapy was programmed off. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received multiple inappropriate shocks on two different days after getting out of the shower. The patient's wife reported that he looked ashened, but it was unclear if this was post shock. Boston scientific technical services (ts) reviewed the episodes and noted that the morphology was different with a small r waves and large t waves. This caused t-wave oversensing and led to the inappropriate shocks. Ts noted some noise. Ts discussed programming options along with suggesting that the clinic determine the rhythm and check the patient's electrolytes. The s-ICD and electrode remain in service and no adverse patient effects were reported.